Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the case was a revision of an inbone 2 tibia performed by another doctor. The morse taper disengaged and the tibial implant needed to be removed and replaced. In addition we replaced the talar dome with an invision implant due to talar subsidence.